Event description:
A (B)(6) hospital nurse called about repeated low drain alarm at initial drain (892ml drained/limit set at 1000ml). This is a spontaneous report by a nurse from (B)(6) of abdominal pain and peritoneal cloudy effluent in a patient (gender unknown) coincident with dianeal unknown therapy. The patient was admitted to the hospital that day due to abdominal pain. The nurse noticed cloudiness in the effluent. The patient received unknown antibiotics that evening. On an unknown date, the patient began dianeal-n pd-4 1.5% therapy. On (B)(6)2010, the nurse contacted the baxter (B)(4) technical service center and stated that the patient experienced abdominal pain and was hospitalized due to the event on that day. The patient had also peritoneal cloudy effluent and unspecified antibiotic was administered in that evening. There was no allegation of device malfunction. During a follow up call, the physician indicated the events of abdominal pain and peritoneal cloudy effluent was due to peritonitis. On an unknown date, diverticulum was detected. Fasting was performed and unspecified antibiotic was administered for peritonitis. At the time of this report, the peritonitis was resolving and pd therapy was continued unchanged. The physician believed that peritonitis was not related to pd therapy, but related to diverticulum and unrelated to pd therapy.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available in this complaint report. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Manufacturer narrative:
(B)(4); the sample was not returned therefore, no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.